Manufacturer narrative:
B3: date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2023-02761. It was reported that both of the patient's leads had migrated. The issue was confirmed via x-rays. As a result, the patient underwent surgical intervention with the intention of being replaced. After multiple attempts the physician was not successfully able to place even one lead due to scar tissue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.